Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke off inside me, had to have someone else get it out - vagina [foreign body in reproductive tract]. Tampon broke off [device breakage]. Case description: consumer contacted via e-mail and stated that she had a tampon break off inside of her. No serious injury was reported.